Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and after removing it from the patient¿s body, heparinized saline solution was not coming out of the irrigation hole. The qdot micro catheter that had been placed in the patient's body was removed from the body for catheter replacement. At that time, it was noticed that heparinized saline solution was not coming out of the irrigation hole. An attempt was made to push it out with a syringe, but it did not flow out. At that time, it was in the middle of a progress measurement with an act of more than 350. The pump was running at 2 cc/min. No ablation was conducted. Timing was approximately 1 hour after patient entered the room. The qdot micro catheter was replaced with a new one. After that, the procedure was successfully completed with no impact on the patient. Additional information was received. The suspected device for the reported irrigation issue was the catheter. The irrigation attempted to be delivered while the catheter was inside the patient. The correct catheter settings were selected.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. The qdot micro catheter that had been placed in the patient's body was removed from the body for catheter replacement. At that time, it was noticed that heparinized saline solution was not coming out of the irrigation hole. The bwi product analysis lab received the device for evaluation on 27-aug-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, there was no flow through the irrigation holes. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the middle area. Finally, irrigation tube was dissected and observed on the microscope and it was found occluded with dry reddish material. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the occlusion cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).